Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they set the device and checked the jaws opening/closing with no problem. The surgeon clamped the tissue of colon, however adapter error occurred. He opened the jaws and removed the device from the tissue, then removed the cartridge from the adapter and reconnected the adapter to the handle, however the status was same. Finally, the display screen showed "0" on the adapter status indicator. No injury.